Event description:
The customer reported that the patient table service latch was not properly secured. A philips field service engineer (fse) confirmed there was no harm to patient or operator due to this issue. The fse tightened the service latch to resolve this issue.

Manufacturer narrative:
(B)(4).